Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was a defective latch. The field service engineer replaced latches on doors 2 and 3 to resolve. The contact information was kept blank due to the reported issues that were found by the field service engineer while on site. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system tower doors 2 and 3 failed prevented user from retrieving medication to patient. The customer added that medication was available in additional devices and the in-patient pharmacy. However, there were no adverse events or injuries reported based on this event.